Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases against the s- rom (B)(4) product and lot code combinations found no other reports. Additionally, research using the as400 system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports of any kind have been received.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain.